Manufacturer narrative:
The cusa excel 23khz straight handpiece (c2600) was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - the investigation of the unit confirmed the complaint: due to incorrect use of the key holder, the sound transmitter was twisted when attaching the tip to the housing and the housing was broken. This is due to user error, (key holder was not used). As a result, the sound transmitter has been damaged, and the function is at the end of the specified specification and required to be replaced along with the housing and the associated sealing rings. In resolution, the sound transmitter, the housing and all o-rings were replaced. After repair, the handpiece was calibrated, inspected, and tested for safety in accordance with applicable manufacturer guidelines. Root cause - the root cause is confirmed as overtorquing due to incorrect assembly and disassembly of the handpiece by the customer using the torque wrench. This resulted in the torque wrench misaligning the dot on the handpiece and the handpiece connector. A corrective and preventative action (CAPA) has been raised to investigate this issue and is pending corrective action.

Event description:
A facility reported that the cusa excel 23khz straight handpiece (c2600) cannot be connected as the tip was twisted (overtorqued). Additional information was subsequently received indicating the following: the internal cooling water system of a concomitant device used (cusaexcel9) probably has a leak, which led to water escaping at the point of contact with the handpiece cable. The defect was detected intraoperatively before the handpiece was used. The surgery then had to be continued with ultracision, and the surgical time was greatly extended as a result. No adverse patient impact has been reported.